Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which corrosion and debris was recovered. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.

Event description:
The customer stated that the console indicated that the handpiece had heated up during a procedure. However, the customer returned the handpiece and the attachment back for investigation.